Manufacturer narrative:
The pacer was received with battery voltage at eri. The device was cut open and in-circuit battery voltage was measured to be at eri level. Longevity assessment was performed, device¿s implanted duration exceeded projected longevity and is considered normal battery depletion. Additional testing was performed with new battery to verify functionality of the telemetry by reducing the battery voltage level. Test results indicated loss of telemetry when battery voltage dropped below 2.18 v. Combo ic (u2) was identified as the cause of the telemetry issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. Upon examination, the device was unable to be interrogated. The physician did not allege that there was premature battery depletion. The device was then explanted and replaced successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
Correction: h6 results code "474 - ic (integrated circuit)" should had been included in the previous follow up report for device evaluation.